Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the pt had been having some back issues. The pt was wondering if they could get someone up there to get adjust their ins for the ins had not been looked at in a long time, maybe 6 years ago. When asking for an event date the pt thought the event date was about their last surgery a couple years ago, then in this last year their back started flaring up. The pain in leg and the foot were getting worse from the pts buttocks and back to their foot. The stim was not doing a lot for that. Pss reviewed role of a manufacturing representative (rep) and pss emailed local field representatives advising them to contact the pt. Additional information received reported reprogramming done & was able to achieve stimulation where needed. While reprogramming electrode impedance showed electrodes 5&6 oor. Patient denies any falls. Didn¿t need those electrodes to achieve stimulation. The issue has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.